Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per ivc territory business manager, the unit leaks and won't hold. MDR filed.